Manufacturer narrative:
Feb. 29, 2016 01:02 pm (gmt-5:00) added by (B)(6): investigation of the returned inspiratory pressure transducer printed-circuit board (pcb) has been completed. During testing in a reference ventilator, performed pre-use checks tests had failed the internal leakage sub-test. It was also noticed that the measured offset drift during the pressure transducer sub-test had drifted within the allowed limit (±300mv from default). However, this drift is an indication of instability of the pressure sensor on the returned pcb. Microscopic inspection of the pressure sensor showed that there was dirt/particles in the ceramic cavity on the top of the sensors' chip. It was not possible to clean the cavity since the dirt was stuck on the glass foil between the ceramic and the chip. Earlier investigations of other pressure transducer pcb's has shown that once the dirt was removed, the pressure transducer functioned normally and no further offset drift issues were observed/noted.

Event description:
Feb. 29, 2016 12:49 pm (gmt-5:00) added by (B)(6): this report is duplicate of already received MDR's (initial and supplemental 1) with the manufacturer report # : 8010042-2015-00263. The record is being created as requested per the FDA correspondence that requires a supplemental report be filed electronically. It was reported that the ventilator failed the internal leakages and the pressure transducer sub-tests during the pre-use checks tests. There was no patient involvement reported. (B)(4).